Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 12-sep-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 38 x 3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus premier ous mr 3.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the proximal stent strut rows with stent struts pushed distally, lifted and bunched. The undamaged section stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A section of the hypotube shaft could not be analysed because of the returned device condition (device was loaded in guide-catheter). A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A section of the extrusion shaft could not be analysed because of the returned device condition (device was loaded in guide-catheter). No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.